Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The investigation is ongoing.

Event description:
As reported by an edwards lifesciences affiliate in canada, during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra resilia (s3ur) valve, some resistance was noted when introducing the 14fr esheath+ into the patient. Resistance was also noted during advancement of the delivery system with valve through the esheath+. The devices were removed, and new devices were prepared to proceed with the procedure. A kink was observed on the first esheath+. There was no patient injury, and the patient was reported to be in stable condition post procedure. The device was returned for evaluation. The crimped valve was noted to be stuck inside the esheath+ hub. The sheath shaft was observed to be kinked. Upon further evaluation of the returned device, a distal tip tear was observed.